Event description:
It was reported that during the explant procedure for this implantable cardioverter defibrillator (ICD), the header began to separate from the body of the device upon removing the leads. It was noted that this ICD was implanted subcutaneously on the left side of the patient's body. This ICD was removed and replaced. It was noted that this patient was pacer dependent. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure for this implantable cardioverter defibrillator (ICD), the header began to separate from the body of the device upon removing the leads. It was noted that this ICD was implanted subcutaneously on the left side of the patient's body. This ICD was removed and replaced. It was noted that this patient was pacer dependent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure for this implantable cardioverter defibrillator (ICD), the header began to separate from the body of the device upon removing the leads. It was noted that this ICD was implanted subcutaneously on the left side of the patient's body. This ICD was removed and replaced. It was noted that this patient was pacer dependent. No adverse patient effects were reported.